Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
An intemitant pressure transducer error during the pre-check was reported. The field service engineer (fse) has investigated the reported ventilator on-site. During the repair, a problem with the nozzles units was suspected. Both nozzle units were replaced and the o2 sensor cable was also replaced due to a slight crack in the connector. All parts were sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm the reported issue. Both returned nozzle units have been tested in a ventilator. It passed the pre-use check. No issues were found during ventilation for over 3 days. It passed three pre-use checks after ventilation without any issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The returned o2 sensor cable has been visually inspected and the crack in cable near the connector was confirmed. The cable was placed in a ventilator for testing and no deviation was observed during ventilation. The cable was replaced as precaution but is not suspected to be the cause of the reported event. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. However, the reported issue could not be reproduced at the manufacturer site. Therefore, it was not possible to confirm if the replaced nozzle units were faulty.

Event description:
Manufacturer's ref#(B)(4).